Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted with the results of the evaluation once the investigation has been completed.

Event description:
The customer reported that smoke from the female iui connector was visualized by a biomed intern when performing preventive maintenance. There was no pt contact, incident or harm associated with the issue.